Event description:
Reporter alleged discrepant blood glucose values when comparing customer's meter to a professional method. Customer stated blood glucose read 500 mg/dl on their meter back to back with the dr's measurement of 99 mg/dl when testing was performed < 5 minutes apart. No treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.